Event description:
It was reported that during a lap cholcecystectomy procedure, clip applier did not appear to advance clip after placing across the cystic duct. Check of jaws found clip with one lege about 12mm long and one 4mm long. Clip retained. Clip applied struggled to align clips. Surgeon fired 4 clips outside and maneuvered jaws into line to allow clip to feed down, then proceeded with case with no further issues. There were no adverse consequences to the patient.